Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. A defect was found internally and not reported by a customer. When the pregnancy and or implant status flags have been set to "no" the expiration dates are not considered. Therefore the patient could be pregnant and/or could have an implantable device and treatment will not be prevented as it should be. This issue will be resolved in a future release.

Event description:
During elekta internal investigations it was found that pregnancy and implant status do not have any rate range checking.